Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hrs. Explant date: part of the screw remained in the patient¿s bone; device not considered explanted. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR and manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the ulna osteosynthesis surgery using va olecranon plate for the left proximal ulna fracture with the screw in question. During the surgery, the screw was broken at the screw head part when the final tightening. The screw tip thread part has remained in the bone by the surgeon¿s judgement. The surgery was completed successfully without any surgical delay. The surgeon commented that the screw breakage was caused by overtightening. Patient has allergy to pollen. No further information is available. Concomitant device reported: unk - plates: va-lcp olecranon plate (part# unknown; lot# unknown; quantity: 1) this complaint involves one (1) device lwprof metaphys compres scr ø2.7 self-ta. This is report 1 of 1 for complaint (B)(4)..